Event description:
A malfunction occurred when the customer removed the cartridge from the pump outside of the indicated screen during the load process. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if any further issues arose.